Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the physician tried to pull the needle out (leaving sheath) but the needle sticks. The physician had to pull the entire sheath out to start again and found the spring wire guide crumpled up with the needle. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the physician tried to pull the needle out (leaving sheath) but the needle sticks. The physician had to pull the entire sheath out to start again and found the spring wire guide crumpled up with the needle. No patient injury or consequence reported.